Manufacturer narrative:
Findings: unit alarmed button error followed by intermittent buttons due to flattened down arrow dome switch (no crease). Unit received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No excessive no delivery alarms noted. No cosmetic damage noted. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that she was hospitalize due to high blood glucose. Customer's blood glucose was 460 mg/dl. The customer was admitted to the hospital and treated. The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was unknown mg/dl. The customer was unable to clear the alarm. The customer stated that buttons are not responsive. The customer stated that there is no significant event leading to the keypad issue. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was unknown mg/dl. The customer state that there is no moisture exposure. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.